Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2024-00941. It was reported the patient presented to the hospital for a scheduled procedure. The right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to retract the helix. A second rv lead used was also noted to exhibit failure to retract the helix. Both rv leads were removed and replaced. The patient was in stable condition.